Manufacturer narrative:
Additional info from the hcp reports the pt is no longer using the pump. There are no immediate plans to explant the pump. The pt is getting adequate pain relief with her oral medications.

Event description:
At refill, the estimated reservoir volume was 3.2ml and all 18ml was aspirated. The pt is not complaining of pain "because since pump has been implanted, she also uses a duragesic patch and tylenol #3 for pain control."